Event description:
The manta ray plate had to be removed and replaced because the locking arm was bent and wouldn't lock over the screw head.

Manufacturer narrative:
The product file for lot w7005 was reviewed and found to be complete and without non-conformances. After the incident occurred, the surgeon removed the plate and replaced it with the spare plate in the set. There were no other issues with the surgery aside from the increased or time to remove & replace the plate.